Event description:
Caller reported system blood glucose result of 202 mg/dl on her performa system, professional performa system result of 101 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.